Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms / gel previously released) was confirmed. As received, the belt failed incoming testing. Upon evaluation, the cable connecting the distribution node (dn) and front therapy electrode (te) was pulled from the dn strain relief, damaging the j703 connector on the dn pca board. The cause of the gong alarms and 'gel previously released' event is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the damaged cable.

Event description:
A us distributor contacted zoll to report that the device was producing constant gong alarms. The download data additionally showed a 'gel previously released' event without prior gel release.